Event description:
Ventilator initially alarmed proximal pressure hose disconnect. Hose reconnected and then vent screen went blank. Pt was bagged for ventilatory support. Vent began to smoke. Immediately removed from service and pt on another ventilator. No adverse outcome.